Event description:
Reporter stated that patient's blood glucose was measured at 9:25 am, using the suspect device, with a result of 325 mg/dl. Four hours later, patient was reportedly found "in a sleep state." Patient was described as weak and "breathing weird." Based on patient's symptoms, emergency medical services were summoned. Reporter noted that a visting nurse tested patient's blood glucose, using the suspect device, and obtained a result of 349 mg/dl. Two minutes later, patient's blood glucose was reportedly retested, on paramedics' device, with a result of 30 mg/dl. Reporter stated that patient was treated with an intravenous glucose solution and oxygen. Approximately 30 minutes later, patient's blood glucose reportedly measured 119 mg/dl on paramedics' device and 414 mg/dl on the suspect device. No additional treatment was received. Quality control testing had not been performed on the suspect device. Technical support requested the return of the suspect product and replacement product was shipped.